Event description:
Patient was having issues with the fluid in the gastric band remaining in the band. The band kept losing fluid despite routine fillings. The patient was taken to surgery. The port was found to be cracked and leaking during the surgical event. The device was replaced.the defective lap band was placed at an unknown time prior to this event.what was the original intended procedure?lap gastric band.device #1is this a laboratory device or laboratory test?no.